Event description:
It was reported that fss was onsite doing a functional check after receiving a helpline email with the info below, they found the arctic sun device had a bad mixing pump and had 2895 hours, sending them 2k preventive maintenance quote 113 (reduced water temperature control). The targeted temperature (tt) was 36c and patient temperature (pt) was 36.8c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-08015. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fss was onsite doing a functional check after receiving a helpline email with the info below, they found the arctic sun device had a bad mixing pump and had 2895 hours, sending them 2k preventive maintenance quote 113 (reduced water temperature control). The targeted temperature (tt) was 36c and patient temperature (pt) was 36.8c.